Event description:
Information received from a healthcare provider (hcp) reported that the patient currently has a pacemaker and is looking to get re-implanted with an implantable neurostimulator (ins). It was reported that the patient used to have both devices but the pacemaker interfered with the neurostimulator so the neurostimulator was removed. The hcp was unable to clarify what exactly occurred in terms of the interference as no further information was provided to them. The hcp stated that the ins did not help the patient when it was implanted. It was noted that the event occurred "a long time ago." Indication for use was rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.